Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. After advancement of the clip to the leaflets, during lowering of the gripper arms, only one arm lowered. The device was removed from the patient. A new device was prepared and used successfully. The final mr grade was 2. No adverse patient effect or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). All available information was investigated and the reported gripper actuation issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the gripper actuation issue. Functional testing confirmed that the grippers functioned as intended with no gripper actuation issues observed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.